Event description:
Additional vns programming history was received and reviewed by the manufacturer. Decoder spreadsheet analysis noted the actual output current at the time of the event was 3ma, not 2.75ma. On the date of the reported event, (B)(6) 2011, the low output current was observed. The initial interrogation indicates that the device was programmed to 3ma/20hz/500pw/30sec on/0.5min off. The device was programmed to that setting at the previous office visit which occurred on (B)(6) 2011. Diagnostic testing done at the 3ma output current revealed low, and 2.75ma was delivered, with a lead impedance of 2671 ohms. The low output current result indicates that the device is programmed to an output current above its capabilities for the given resistance load. However, given that the lead impedance for that date was within a normal range of 2671 ohms, and multiple diagnostics tests performed with similar impedance measurements, this would indicate that fluctuating lead impedance does not appear to be occurring. The output current was lowered to 2.5ma while the remainder of the settings were left unchanged. Diagnostics testing at the lower output current revealed that the setting was able to be delivered. Although lower than expected, the data indicates that the generator appears to be consistently delivering a certain amount of output current. The generator remains implanted in the patient.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
It was reported by the physician that the pt was currently set to 2.75 ma/20 hz/250 microsec/30 sec/5 min. When the device was interrogation, it stated the output may not be delivered and it should be attempted to decrease the output current. System diagnostics showed: ifi=no. Low output, and an impedance of 2657 ohms. The settings were lowered to 2.5 ma and the diagnostics test was re-run without any complications with an impedance value "in the 2000s". The pt was also said to be having an increase in seizures. Additional information was received stating the pt was last seen on (B)(6) 2011 and the device was stated to be "working, it is working just fine" now. The site thought the increase may have been due to the device not working at the time; however, they stated "we know for a fact the vns is not causing an increase in seizures". The site again stated they did not feel the device was causing the seizures, and there had been no serious injury. Attempts for further information have been unsuccessful.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently reported the output current at the time of the event to be 2.75ma; the actual output current was 3.0ma. Analysis of programming history. Review of the generator source code indicates fluctuating impedance in the system is not likely a cause of the pulse generator¿s inability to deliver the higher programmed output current setting.

Event description:
Reporter indicated the patient was to have vns generator replacement surgery due to end of service. The patient's seizure intensity had also increased since (B)(6) 2012, which was suspected to be due to a depleting vns generator. The end of service indicator for the vns was noted on (B)(6) 2013. Medications were increased and surgery referral for generator replacement was made. Generator replacement surgery occurred on (B)(6) 2013. The explanted generator was discarded by the hospital.an implant card was also received documenting the generator was replaced due to battery depletion, with neos = yes displaying.